Manufacturer narrative:
This cf was opened to capture further evaluation of testosterone not meeting dilution claims as outlined in the insert per internal (B)(4), submitted in july 2009. This event will be further evaluated and investigated. Note: this reportable event was identified during a retrospective review on 03/31/2011 of complaints for additional reportable events. (B)(4).

Event description:
In 2009, beckman coulter inc., (bci) was performing internal dxi onboard dilution studies for multiple assays. Sample diluent a was processed during this study to qualify as an alternate assay diluent. The s0 calibrator did not meet the assay dilution claims as outlined in the insert specifications for testosterone assay. No patient results were generated in this event. Patient treatment was not affected.